Manufacturer narrative:
Vascular damage - peripheral vessel: during initial implantation attempt from left groin, the vessel ruptured and the groin was treated with a covered stent to close the damaged vessel. Puncture was sealed with manta closing device. The pump was not returned. The cause of the vascular damage - peripheral vessel was not determined since product was not returned and insufficient clinical details. Positioning issues: after placement of the impella cp and following hrpci procedure, suction was present due to lack of preload and beginning rhf. Several positioning alerts were present due to patient movement. The pump was not returned. The cause of the positioning issues was most likely patient movement due to the clinical information stating positioning alarms occurred during patient movement.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant reported a patient with undergoing high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced a vessel rupture and positioning issues. The patient would subsequently expire. While inserting the 14fr peel away sheath, the vessel ruptured, and the groin was treated with a covered stent to close the damaged vessel. The puncture was sealed with manta closing device. The physician decided to switch to the right side for access, and the impella cp device was implanted. During the high-risk pci, after intervention of the left anterior descending artery, the patient became critically unstable. The impella cp device kept patient on a low-level stable. Left ventricular ejection fraction was 10% prior to the procedure and became worse. It was further noted that during the impella mcs, suction was present due to lack of preload and beginning right heart failure. Several positioning alerts were present due to the patient's movement, and the pump had to be repositioned several times. Subsequently, the was transferred to a university hospital for treatment but would ultimately expire.